Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Product disposition unknown.

Event description:
The surgeon reported, implanted an axsos 3 anterolateral tibia plate on (B)(6) 2017 and that this is being revised on (B)(6) 2017 as the plate has broken. The customer further reported that the patient will heal but the surgeon is having to re operate as the plate is healing in varus.